Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned samples determined that it was received, a needle suture piece that pertains to product code mcp496g. Upon visual assessment of the needle sutures, it was observed that the strands have begun with a degradation process caused by exposure to the environment. In addition, the swage and attachment area of the needle was noted to be as expected. Per the condition of the sample, the functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: our failure analysis lab received the additional product with reference to this complaint, the following product was received: product code: mcp496g. Lot #: shmkds. Could you please clarify if the additional device belongs to this complaint? If yes, did a device malfunction occur during the same procedure for lot shmkds and semdxx? If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. There were two complaints submitted by our office. Complaint number: (B)(4). Account: (B)(6) center. Event date: (B)(6) 2022. Product code: mcp496g. Lot number: shmkds. Complaint number: (B)(4). Account: (B)(6) center. Event date: 27-september-2022. Product code: mcp496g. Lot number: semdxx. As we only received 1 return shipping box, they were both included in the one box. Please review the above lot numbers correlating complaint numbers. A device has been received for product code mcp496g, lot semdxx, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used on the skin. During the procedure, the suture wasn't tied. Breakage occurred during the first pass through the tissue. The approximate location of suture breakage was three inches in relation to needle. The suture did break in two pieces. There were no adverse patient consequences reported. No additional information was provided.